Event description:
A malfunction alarm occurred when the pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.